Manufacturer narrative:
Visual analysis: rupture/silicone migration: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "intracapsular rupture", "pain", "change in shape", "folds", "periprosthetic fluid" and "in the armpit, ganglia with an image of a snowstorm". This record is for the left-side. The was explanted and replaced with nonabbvie.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, breast pain, visibility/palpability, crease/folding of implant, seroma-late, silicone migration.

Event description:
Patient reported "intracapsular rupture", "pain", "change in shape", "folds", "periprosthetic fluid" and "in the armpit, ganglia with an image of a snowstorm". This record is for the left side. The device remains implanted.